Event description:
Reporter indicated that vns pt has experienced an increase in seizures. Treating neurologist indicated that the increase in seizures was above the pt's pre-vns baseline frequency. Device diagnostic testing was within normal limits, indicating proper device function. Elective replacement indicator was no, indicating that the generator has not reached end of service. It was reported that the pt's seizure frequency increase began with a change in their living situation. Treating neurologist indicated that he believes that the the pt's generator may be nearing end of service. Parameter adjustments were made in an effort to conserve generator battery life. The pt's condition was reported as "poor" with frequent seizures.